Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect motor driver assembly for investigation. An evaluation was performed and the reported event was unable to be duplicated. The unit operated without fault.

Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr confirmed and was able to duplicate the reported event. The fsr determined the most likely cause of the reported event is the power supply assembly. After replacing the power supply assembly, the issue was resolved. The fsr performed the operational verification procedure and reported the unit meets service specifications. Once a final investigation is completed, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr verified the issue and reported the turbine driver printed circuit board light emitting diode is not lighting. At this time, the fsr is awaiting replacement parts to complete the repair. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays a motor fault alarm. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela power supply, and evaluated the device. An evaluation of the device duplicated the reported issue and isolated the issue to mosfet q210 is shorting current, resulting in q210 not activating and providing 48 vdc to the motor driver board (q210 failed).